Event description:
It was reported the procedure was being performed on a (B)(6) yr/old female pt in the emergency dept. An emergency medicine resident attempted to gain cvc access to the pt's internal jugular using ultrasound guidance. The physician inserted the needle and gained what he thought was venous access. There was no indication that he had cannulated an artery (pulsatile flow, blood color) though the pressure transduction probe was not used. The wire was inserted and the catheter placed. It was not until they verified placement with a chest x-ray that the catheter was in the artery. Some damge was seen to the artery wall and the pt was sent to surgery for catheter removal and perforated artery repair. The pt has progressed nicely and will make a full recovery. There was no delay in treatment and no pt death or complications reported. It was noted this was initially reported as a wire that pierced the artery but after a series of conversations was found to be and admitted by the md as "not a product issue".

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.